Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a "system failure, channel disconnected" whilst noradrenaline was infusing on a patient in the intensive care unit. "System failure" displayed on pcu turning off 2 infusions running. Staff forced to turn pump off and on again and re-program infusions. Scribe was handing over the patient to the morning staff when she noticed his blood pressure was dropping. On attempting to increase the noradrenaline infusion scribe pressed "channel select" on the alaris pump to which a read message box came up on the screen saying " system failure, channel disconnected. " scribe noticed noradrenaline had obviously stopped running due to the drop in blood pressure however there was no alarm sound or warning from the pump and the warning message only came up after scribe pressed " channel select." No patient harm reported.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s source pump module identified the male iui with signs of unidentified film contaminants on the connector contact pins. The female iui connector was identified with white dried residue, fibers, and corrosion. The female iui date code was noted jan 2015. No other obvious issues or anomalies were identified with the device during the inspection log analysis results: results from a review of the logs identified 3 channel disconnect events occurring on 16 mar 2021 between 06:49 am and 7:27 am. The first 2 incidents were confirmed associated to channel disconnect/ power loss events involving pump module s/n (B)(6) and pump module s/n 15121704 which was infusing ¿noradrenaline .half¿. The third event involved pump module s/n (B)(6); however, this pump or the logs were not returned as part of the investigation. Test results: results from the iui test method (dir 100003600047) replicated the channel disconnect error event occurring between 06:49 am and 7:21 am attributed to the female iui connector on pump module s/n (B)(6). An examination of the pump module female iui connector, with the use of enhanced magnification showed evidence of white dried residue, fibers, and corrosion which most likely contributed to the reported malfunction. Testing did not identify the cause of the 3rd channel disconnect involving pump module s/n (B)(6) since it was not returned for this investigation. Test methods: iui test method 1503-001-016-r, dir# 10000360047. See the attached test results file in trackwise ((B)(4) (00) iui test method.pdf). Device history review: a review of the device history record showed the device had a manufacture date of 02/02/2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s experience with the channel disconnect was a results of a power loss between the pcu and the pump module s/n (B)(6) caused by the failed female iui connector on the pump as a results of the presence of contamination on the contact pins. The customer¿s reported complaint of a ¿system failure, channel disconnected¿ while infusing noradrenaline was confirmed during a review of the logs and replicated during testing, exhibiting an audible alarm. Only the noradrenaline infusion was identified stopping during the malfunction according to the logs. Based on log analysis results, two (2) channel disconnect/ power loss error events occurred on 16 mar 2021 between 06:49 am and 7:21 am followed by a third channel disconnect event involving pump module s/n (B)(6) which was not returned as part of this investigation. At the time the first two incidents occurred, pump module s/n (B)(6) was infusing noradrenaline reported in the complaint. Iui test method results identified the pump module s/n (B)(6) female iui connector causing the first two channel disconnected failures. Several contributing factors can be attributed to the iui failure including the presence of white dried residue, contamination, and the fibers identified during the investigation. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion, crushed ribs or cracks are identified. Iui covers are available to protect from contamination which can lead to corrosion. The system was being used for treatment during the reported event.

Event description:
It was reported that there was a "system failure, channel disconnected" whilst noradrenaline was infusing on a patient in the intensive care unit. "System failure" displayed on pcu turning off 2 infusions running. Staff forced to turn pump off and on again and re-program infusions. Scribe was handing over the patient to the morning staff when she noticed his blood pressure was dropping. On attempting to increase the noradrenaline infusion scribe pressed "channel select" on the alaris pump to which a read message box came up on the screen saying " system failure, channel disconnected. " scribe noticed noradrenaline had obviously stopped running due to the drop in blood pressure however there was no alarm sound or warning from the pump and the warning message only came up after scribe pressed " channel select." No patient harm reported.